Event description:
Boston scientific received information that high pacing impedance measurements and high pacing thresholds were observed on the right ventricular lead and a competitor device. Additional information was received indicating that this lead was explanted and replaced with a competitor lead. A lesion near the proximal coil in the insertion point between the subclavian vein and clavicle. The lead will not be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.